Manufacturer narrative:
On 7-oct-2020, mentor received additional information regarding the replacement devices. The devices are two 275cc mentor memorygel breast implant prostheses (catalog #: 3502751bc, right serial #: (B)(6), left serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 7-dec-2020, the investigation on the suspected medical device was completed. Investigation summary : during the visual evaluation of the device, no apparent damage or visual anomalies were observed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-oct-2020, the analysis was completed based on a photo that was provided. Investigation summary: during visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a revision breast augmentation with a 400cc (left) and a 375cc mentor memorygel breast implant (right) experienced bilateral capsular contracture (left grade: iii, right grade: ii) postoperatively. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020. This report is for the left-sided prosthesis.